Event description:
Procedure performed: vnote technique. Event description: when the dr latched the handle, it got stuck and wouldn¿t open again, dr [name] had to use both hands to open the handle back, so it got broken. Dr [name] could still continue the surgery with the handpiece, but he said it was broken and not latching properly. Additional information received via email on 25jan2024: we have reached out to the field team for further clarification, and they have informed us that the doctor can not recall any missing part tin the handpiece and he clarified that the handle broke and stopped latching accordingly. We have also checked if the missing piece fell into the patient, we were updated that the handpiece was used in a surgery which was conducted vaginally while using gelpoint v-path (vnote technique) patient status: no patient impact. Intervention: doctor continue the surgery with the device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the customer¿s experience of jaws staying closed. Based on the condition of the returned unit, it is likely that the reported event was caused by a non-conforming trigger lock. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vnote technique. Event description: when the dr latched the handle, it got stuck and wouldn¿t open again, dr [name] had to use both hands to open the handle back, so it got broken. Dr [name] could still continue the surgery with the handpiece, but he said it was broken and not latching properly. Additional information received via email on 25jan2024: we have reached out to the field team for further clarification, and they have informed us that the doctor can not recall any missing part tin the handpiece and he clarified that the handle broke and stopped latching accordingly. We have also checked if the missing piece fell into the patient, we were updated that the handpiece was used in a surgery which was conducted vaginally while using gelpoint v-path (vnote technique). Patient status: no patient impact intervention: doctor continue the surgery with the device.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided upon completion of the investigation.